Event description:
It was reported that the patient underwent generator and lead replacement due to end of service and high impedance. The generator was received for analysis on (B)(4) 2013. The device was not programmed off after observing the high impedance. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Analysis of the generator is underway, but has not been completed to date.

Event description:
The generator was returned due to low battery and charge imbalance with model 105. Results of diagnostic testing indicated that the battery status indicated ifi=no in the lab. The battery voltage was 2.956 volts (not at ifi), as measured during completion of test parameter of the final electrical test. The data in the diagaccum consumed memory locations revealed that 36.296% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.